Manufacturer narrative:
The insulin pump was received with bleeding lcd glass and scratched display window. The pump downloaded properly to the care link software. (B)(4).

Event description:
A startright representative reported via email of display anomaly from the insulin pump. The customer's blood glucose reading was 239 mg/dl. The customer stated that the pump had 3 or 4 dark dots on the screen that would not go away. The customer was advised to speak with helpline.